Manufacturer narrative:
Errors ee06 and ee07. Cpu board and stirrer motor defective. Both parts exchanged. Trial run and functional check without complaint a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To fix it, the stirrer motor and the cpu board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova complaints database review pointed out that a further similar issue has been submitted for this unit since its installation in 2015 and the components had already been replaced in that occasion. Based on the above facts, it cannot be ruled out that the most likely root cause of the reported issue was a short circuit of the motor pcb which consequently caused electrical damage on the cpu board. The likelihood of occurrence of the failure is in line with what documented and accepted in the relevant risk management file. The risk is in the acceptable region.

Event description:
See initial report.

Manufacturer narrative:
Field service engineer confirmed errors were displayed on patient tank. Therefore, stirring mechanism was affected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that pump or stirring mechanism uses too much power and is blocked error message (ee6 and ee7) were displayed during priming. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.